Event description:
It was reported that the patient presented for an explant procedure. The pacemaker and the right ventricular (rv) lead were explanted and replaced due to unknown reasons. The patient condition was unknown.

Event description:
It was reported that the patient presented for an explant procedure. The pacemaker was explanted and replaced due to elective replacement indication (eri). The right ventricular (rv) lead was capped and replaced on (B)(6) 2025 due to high impedance. The patient was in stable condition throughout the procedure.